Manufacturer narrative:
The subject product has not been returned for evaluation to date. Therefore, no conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation.

Event description:
It was reported that the patient was admitted for removal of what was believed to be a stitch granuloma. Wound exploration revealed fractured ventral hernia mesh ring, which was removed. Hernia mesh was intact.